Event description:
Procedure: laparoscopic sigmoid colectomy. According to the report: the instrument was placed across the rectum tissue as normal and closed without problem. The surgeon reports the tissue was not overly thick or oedematous. The green safety button was pressed and the instrument was fired to the 60mm point. There was no leakage, but on close inspection the staples were in the "open" form. However, fell out of jaws before the black returned knobs were pulled. The surgeon used another stapler to transect underneath the poor staple line, taking approx 1.5cm of extra tissue. The procedure continued with an anastomosis using a circular stapler without problem. With in depth inspection of the staple line, air test and further dissection around 40 minutes were added to the procedure.